Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during laser assisted cataract surgery an arcuate incision opened on its own, leaking fluid and requiring 3 sutures to close. Additional information was requested.

Manufacturer narrative:
The company service representative examined the system, and was unable to confirm or replicate a system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. The manufacturer internal reference number is: (B)(4).